Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The noise was not able to be reproduced with isometrics. Other electrical measurements were normal. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.